Event description:
Pt was revised to address pain attributed to acetabular loosening. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.